Manufacturer narrative:
Examination was not possible, as the device was not returned. The investigation was limited to the information provided. The investigation could not draw any conclusions about the reported event with the clinical details provided. A review of the device history record was performed which confirmed no inconsistencies. No further investigation is warranted at this time. (B)(4).

Manufacturer narrative:
The device, used in treatment, was returned for evaluation. There was a relationship found between the returned device and the reported incident. Visual inspection under magnification shows the minimal wear with dried tissue present on the screen. There is a significant amount of scratch marks on the shaft which is consistent with coming into contact with another metallic object. There are no manufacturing abnormalities visually observed with the returned device. The wand was connected to a compatible controller and activated in saline solution at the default and max settings on the controller and performed as intended. The suction line was tested and performed as intended. A factor not associated with the manufacture or design of the device which could result in the black insulation becoming detached is coming into contact with a metal object such as a cannula. There were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that some parts of the black cover were peeled off; this was visualized through the monitor and while it was used. Procedure completed with the same device. No patient injuries were reported.